Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead had moved slightly. Additional information indicated that no revision was required. This lv lead remains in service. No adverse patient effects were reported.